Manufacturer narrative:
The cable was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to defective mfc to cprd connector. Mfc to cprd connector was scrapped to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 65-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.